Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio device, the dart detached from the suture. The procedure was completed using another capio slim device and there were no patient complications reported.